Event description:
The customer contact reported that the pump was able to be programmed while the lockout switch was in the locked position. The pump was returned to the clinical engineering department with an unsigned noted that stated, "cannot lock." No tracking information was provided; therefore, specific patient information , pump programming, or even details were not available. During testing at the user facility, it was noted that the lockout switch was "half-broken" and that the pump could be programmed when the switch was placed in the locked position. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation . It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).